Manufacturer narrative:
(B)(4). This complaint is related to MDR #1828100-2016-00019. The reported complaint was confirmed. The fsr replaced the existing power cord with a new power cord. The unit operated to manufacturer specifications and was returned to clinical use. The suspect part was returned to the manufacturer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during the use of the device for a non-clinical activity, the field service representative (fsr) found that the original receptacle end of the power cord associated with MDR #1828100-2016-00019 had been cut off and replaced with a different receptacle. There was no patient involvement.